Manufacturer narrative:
(B)(4). D10: 42572606202 - femur cemented cruciate retaining (cr) standard nitrided right size 7 - 67235564 g2 : foreign country : canada. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The root cause is attributed to use error for failure to follow instructions for using an incompatible articular surface with the femoral implant. Per instructions for use, ''do not use persona cr femoral components with any persona ps or cps articular surface components. Do not use persona ps femoral components with any persona cr, uc, or mc articular surface components. They were not designed to be compatible.'' And ''persona system components are sized by matching the femoral and tibial component sizes, styles, and orientations on the product label to the information on the articular surface component label and/or product compatibility charts included in the package insert and surgical technique manual. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce the service life of the implant.'' A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the surgeon was planning to implant a cemented cr femoral component with a mc poly, however, when putting the implants away, the nursing team realized they had a ps poly with a cr femur. The surgeon thought that the inner sticker packet may have been mislabeled, however, the inventory team suggested that that was not the case as they were not missing a mc poly and were only short a ps poly. No surgical intervention is currently planned as the surgeon believes he implanted the correct mc poly. The sales rep stated that they thought the boxes were labeled properly and was not sure if the inner sticker packet was mislabeled. Attempts have been made and all available information has been provided.